Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/03/2010 and 12/06/2010 by phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was "implanted, at one surgery, then had removed and second lens implanted." Pt impact is unk. Additional info has been requested.